Event description:
It was reported that the biomed had an arctic sun device from the floor the nurses were having issues with and ran a calibration check and it passed everything and checked the event log to see if there were any alarms from their therapy and saw alert or alarms 01 (patient line open) , 02 (low flow), 05 (water reservoir empty), 80 (non-recoverable system error), 113(reduced water temperature control ), 116 (patient temperature not changing ), and 117 (patient temperature 1 change not detected). Biomed wanted to know what the alarms were. Informed biomed the alerts and alarms can be found in the service manual online, biomed confirmed the service manual. Informed biomed alert 01 and 02 refers to low flow rate issues, explained if the nurses experience this they could call us to troubleshoot in real time. Alert 05 is an empty reservoir, biomed confirmed did drain the reservoir and refill it. An alarm 80 is a non-recoverable alarm, biomed stated that it had not appeared anytime and turned the device on. Alert or alarm 116 and 117 was no change detected in the patient¿s temperature. Explained again, the nurse should call to troubleshoot in real time if this occurred. Discussed if had a temperature simulation key connected for a period, this alarm might appear. Biomed stated that it looks like it occurred during therapy. Informed biomed alert 113 indicated that the device was not able to either heat or cool properly. Discussed causes of alert 113 and informed when this occurs the nurses need to call to ensure the device was working appropriately. Per follow up information received via phone on (B)(6)2023, the biomed tech stated that they ran the calibration and properly cleaned the device. The device passed all calibrations and had since been returned to circulation without any issues. No additional information or sample is available at this time.

Manufacturer narrative:
The original MDR 9611194-2023-00009, submitted on (B)(6)2023 was missing the following blocks: b4 - date of report d4 - UDI block b4 should have contained the date (B)(6)2023 and block d4 should have contained the uda #(B)(6).

Event description:
It was reported that the biomed had an arctic sun device from the floor the nurses were having issues with and ran a calibration check and it passed everything and checked the event log to see if there were any alarms from their therapy and saw alert or alarms 01 (patient line open) , 02 (low flow), 05 (water reservoir empty), 80 (non-recoverable system error), 113(reduced water temperature control ), 116 (patient temperature not changing ), and 117 (patient temperature 1 change not detected). Biomed wanted to know what the alarms were. Informed biomed the alerts and alarms can be found in the service manual online, biomed confirmed the service manual. Informed biomed alert 01 and 02 refers to low flow rate issues, explained if the nurses experience this they could call us to troubleshoot in real time. Alert 05 is an empty reservoir, biomed confirmed did drain the reservoir and refill it. An alarm 80 is a non-recoverable alarm, biomed stated that it had not appeared anytime and turned the device on. Alert or alarm 116 and 117 was no change detected in the patient¿s temperature. Explained again, the nurse should call to troubleshoot in real time if this occurred. Discussed if had a temperature simulation key connected for a period, this alarm might appear. Biomed stated that it looks like it occurred during therapy. Informed biomed alert 113 indicated that the device was not able to either heat or cool properly. Discussed causes of alert 113 and informed when this occurs the nurses need to call to ensure the device was working appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.